Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011; inratio2: 4.0; lab: 2.6. Date: (B)(6) 2011; inratio2: 2.6; lab: 1.86. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio2: 2.1 (old strip lot), 2.7 (new strip lot).